Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (cathlab report, pk papyrus device registration form) and the product release documentation of both lot numbers provided was reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the outcome as device- but not procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
A pk papyrus covered stent system was selected for treatment of a type ii perforation in the mid lad. Post stent delivery there appeared to be increased flow in the perforation space, still contained. The mid lad area was covered with 2 pkp 2.5/15, lot numbers 10210220 and 01222034. The first pkp did not deliver (stent dislodged) and was deployed in place covering the ostium of the d2, while the second pkp covered the area of the perforation. Stents were post dilated with good results, although the distal lad remained very small caliber. Unknown which pk papyrus was delivered first and has the complaint.